Event description:
It was reported that the pump date and time was incorrect, cause was unknown. The customer declined follow-up from tandem technical support regarding the issue; therefore, no additional information was obtained.